Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device depleted faster than usual. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the save to disk of the device was reviewed. It revealed the device had battery depletion indicated/ elective replacement indicator (eri) on 2012 (B)(4). The actual device was returned and analyzed and revealed normal battery depletion.